Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malfunction code malf 25, with no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.